Event description:
A customer reported that following an intraocular lens (iol) implant procedure in the right eye, the patient developed hypopyon less than twenty-four hours post surgery accompanied by pressure like pain. The patient's eye was very red and blurry. The patient felt that the pain was less when the right eye was closed and noted no light sensitivity. On post-operative day one, the patient presented to physician's office. The onset of toxic anterior segment syndrome (tass) was considered and confirmed by the physician after two days. Clinical findings included conjunctival inflammation, aqueous cells, and aqueous fibrin. The patient's topical medications were adjusted. The patient's post operative treatment included corticosteroid every 2 hours and fluoroquinolone antibiotics four times daily. The symptoms were improving. This report pertains to ophthalmic viscoelastic involved in the reported events.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in sections h.6. And h.11. No sample returned for evaluation. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Retention sample inspection is not required for complaints of this nature. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the hypopyon, eye pain, hyperemia, vision blurry/decreased-all distance, toxic anterior segment syndrome, inflammation-conjunctivitis, anterior cell on-growth, and additional medical/surgical intervention complaint conditions. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. As no lot code or sample was received/confirmed, no further risk assessment can be performed. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint; no action is required at this time. Monthly trend reporting for complaints was reviewed and no adverse trend was identified for the reported event code(s) for the product. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.